Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that liquid residue was present on the light-emitting diode (led) unit and replacement of the led unit was required due to failure of the led 's light source unit. In addition, moisture penetrated the device via the socket and was observed in the air hose; the connection socket, pump and base plate are affected and need to be replaced; the front is yellowed and needs to be renewed; the cable harnesses are worn and replacement necessary; the power switch was noted damaged and must be renewed; a software update to version 3.10 was determined to be necessary. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp did not light and error "e103" occurred. This report is submitted due to the report that the main lamp did not light. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer's complaint that the led unit is faulty or does not work did not occur. It was presumed that the led light source unit failed due to long-term use, resulting in the indicated phenomenon. Additionally, there was liquid intrusion into the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.